Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported not able to check her blood glucose due to blank screen on her freestyle flash meter. Customer reported she was taken to emergency room because she was not feeling well and her blood glucose was high. Customer was treated in ICU. The course of treatment at the hospital is unknown. An investigation into the details of this event is in process.